Event description:
Inflammatory reaction [inflammation]. Case description: a spontaneous report was received on (B)(6) 2009 from a pt designee regarding a male of unk age who experienced an inflammatory reaction after treatment with seprafilm. The pt's past medical history included cancer (site unspecified) and removal of the large intestine. On an unk date, the pt underwent adhesiolysis. At the time of this procedure, seprafilm was placed over the repair of an inadvertent bowel injury. On an unspecified date the pt experienced an "exuberant inflammatory reaction" at the site of seprafilm placement. It was reported that the inflammatory reaction resulted in a football sized mass that required surgical removal of most of the small intestine. At the time of this report, the outcome of the pt was unk.